Event description:
Balloon pinholed at a pressure of 4 atmospheres.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the unit was returned with the stent no longer present, as it was deployed during the course of the procedure. Functional testing was performed by inflating the balloon with water via an indeflator. Upon inflation, a pinhole-type leakage was observed, 0.6 cm proximal to the distal tip. Electron optical analysis was performed on the balloon leak site revealing evidence of external surface abrasions intersecting and adjacent to the pinhole tear edges. The orign of the surface abrasions could not be determined, but they appear to have been an initiation point for the pinhole tear. The damage does not appear related to the stent or crimping of the stent, as the area of balloon damage is outside where the stent is crimped on the balloon. It is possible that the damage may have occurred during positioning of the stent within the calcified lesion. Device history record review: this is the first complaint of this type reported for this sterile lot number. A review of the mfg records for this product revealed this lot to have passed burst testing during quality control testing.